Event description:
It ws reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose was 106 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.